Event description:
It was reported that this right atrial (ra) lead was suspected of being defective. Boston scientific technical services provided troubleshooting options for programming off the ra lead, which was done by the field successfully. The ra lead remains in situ and no adverse patient effects were reported.